Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturer's ref. (B)(4). The product is not returned.

Event description:
It was reported that a (B)(6) female patient underwent a primary augmentation breast surgery using memorygel breast implant, smooth round high profile 500cc implants on (B)(6) 2016. The patient was diagnosed with breast cancer. The left implant was explanted. The date of explantation is unknown. There is no claim of product issue. The customer did not state that breast cancer was caused by the implant. Based on this limited information, a decision was made to file a FDA medwatch report. The details of the breast cancer are unknown; however, mentor has decided to report this event out of an abundance of caution, and due to the fact that mentor breast implant was mentioned. Further investigation is being done, and this complaint will be re-assessed if new information becomes available.